Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/19/2015 with the following findings: there was no unexplained time/date issue observed in the pump's black box. A manual time/date change was observed from 03/14/2007 at 15:53 to 10/24/2014 at 20:01. No alarm or error messaged occurred during the investigation. The pump passed a time keeping accuracy test and was able to maintain the correct time and date without any inaccuracies. The alleged issue could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the date and time for the pump was incorrect. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.